Manufacturer narrative:
This report is submitted on august 16, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the device was explanted on (B)(6) 2017, due to a migration of the of the electrode array out of the cochlea. The patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted on (B)(6) 2017.